Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. Patient medical history was reported to include ruptured three discs in back, diabetes, kidney disease, and spinal meningitis. It was reported that scs therapy worked well but the patient found recharging to be a burden. Because of this, the patient let the system deplete 7 months ago and did not plan to recharge again. Explant was planned in approximately 2 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient stated ¿recharging was too much of a hassle¿ when asked to clarify the charging burden.